Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was shutting down without alarming. They stated that the would turn the pump on, it would turn back off with no alarm and nothing showing on the screen. Mmdg did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. (B)(4).